Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the patient thigh was lacerated. There was a patient injury during surgery on (B)(6), 2017. It was also stated that there was a delay to the procedure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6), 2016where it was reported that the device was not holding a graft and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, and calibration shaft were replaced. This is not a related issue. Initial qa inspection and repair of the air dermatome was not performed on (B)(6), 2017 as the customer was unresponsive. The air dermatome was not repaired and returned to the customer due to lack of response from the customer. The reported event was non-verifiable since during initial inspection there was no sufficient information confirm the reported event. The root cause of the reported event cannot be specifically determined with the provided information. The repair was not performed as the customer was unresponsive and returned unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code available for required intervention and additional procedure. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a skin graft harvest surgery a device malfunctioned when applied to the patient's left thigh. The device lacerated the patient's thigh. The device was replaced and the skin graft was taken from a different site. The patient was being treated for burns. No additional patient consequences were reported.